Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/20/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7300obt burr small joint bone shaver blade broke during use. The doctor removed the fragments.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the burr tip of the inner tube had broken off. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due excessive side-loading, prying/leveraging the device during use and/or allowing the tip to come in contact with a metallic object.